Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Additionally, there was noise present. The noise was unable to be recreated. Subsequently, the patient underwent additional surgical intervention to surgically abandon and replace the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Additionally, there was noise present. The noise was unable to be recreated. The patient is to undergo a rv lead revision procedure at a later date. The rv lead remains in service at this time. No adverse patient effects were reported.